Event description:
Boston scientific received info that this right ventricular lead was dislodged and exhibited loss of capture. Asystole was noted but was less than two seconds. This lead was re-positioned and remains in service. No additional adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.